Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss found the that the internal clock was only off by 10 minutes as originally it was stated it was off by 12 hours. The fss replaced the central processing unit (cpu). The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, the laser system stopped indicating a lens calibration was required. The surgeon attempted to complete the laser procedure and did not want to lay the flap down and performed the lens calibration. The procedure was unsuccessful; therefore, the incomplete treatment was aborted. At the time of this report, during phone support, it was concluded that the laser internal clock for a self-calibration was incorrect as it was programmed for midnight as it should have been for the afternoon, that led the self-calibration to be performed every 24 hours instead as the laser self-calibration is required to perform every 12 hours. The incomplete treatment will be rescheduled for a later date.

Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. The cpu that was returned was tested per and no issues were found. Therefore, return product testing did not confirm the clock problem. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.